Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a defective locking mechanism the following information was provided by the initial reporter: "I wanted to send a quick note and let you know that this has occurred again, with a different user. I can not verify which lot this needle came from, because it had been removed from it¿s box and stored in a lab draw tray. Please let me know if I can give you further information. "

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a defective locking mechanism. The following information was provided by the initial reporter: "I wanted to send a quick note and let you know that this has occurred again, with a different user. I can not verify which lot this needle came from, because it had been removed from it¿s box and stored in a lab draw tray. Please let me know if I can give you further information. "